Manufacturer narrative:
Updated report to add contact information related to the initial reporter of this complaint. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual rise in pacing impedance measurements out of range. Technical services (ts) reviewed and provided troubleshooting options. This lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual rise in pacing impedance measurements out of range. Technical services (ts) reviewed and provided troubleshooting options. This lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.